Event description:
It was reported that the console presented low power. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the optic channel 4 was defective causing the low power issue. The fse proceeded to perform the bad console part replacement, an alignment and the system calibration. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the low power resulted from the optic channel 4 was defective requiring replacement, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a preventive maintenance, the console presented low power. There was no patient involved.